Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision medical records received. After review of medical records patient was revised to addressed failed left asr metal on metal total hip arthroplasty due to pain, metallosis, increased level of chromium 12.3 and cobalt level of 24. All gray stained periprosthetic tissue and granulomatous debris were sharply excised. The trunnion did not demonstrate any significant burnishing. The head and shell were inspected and burnishing was noted consistent with metal and metal wear. The shell was in approximately 45 degrees of lateral opening and neutral to 10 degrees of anteversion. Doi: (B)(6) 2008, dor: (B)(6) 2020, left hip.